Event description:
Information was received indicating that a smiths medical device is constantly beeping. There were no patients present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event log. The moment the device was powered up the device started double beeping. The downstream sensor will be replaced to resolve the issue.